Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that when moving the system into position, the radiation button was disabled. They need to reboot in order to complete the spin. Issue resolves after the system reboots. This was occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome. Additional information received. The issue occurred again today, but a reboot did not resolve the issue this time. Issue occurred this morning after moving the system physically. Staff were able to reboot the system and complete a spin, but later it happened again and they were unable to resolve it. Representative reported hearing clicking noises when trying to spin, coming from near where the umbilical plugs into the imaging acquisition system (ias) as well as near the top of the gantry. System was currently down as a result of this issue.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system. Reproduced error. Trouble shot power supply and found no voltage. Replaced power supply per procedure, performed calibration. Device now working as intended. Return to service. B02, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.